Event description:
It was reported that the pt rec'd a pt notification due to out of range high impedance. At f/u, impedance was found to be stable. Pt to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.